Event description:
It was reported, that a patient presented for an unrelated procedure on (B)(6) 2023. X-ray was performed and revealed, that the left ventricular (lv) lead was dislodged. Device interrogation revealed loss of lv capture. The physician elected to explant and replace the lv lead. The patient condition was stable.